Event description:
Patient was unstable and had pain on lateral side of knee. Scheduled appt. With new surgeon for evaluation. Revision was done. Removed and replaced femur and poly with ts femur and ps poly.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received will be provided in a supplemental report. (B)(4): not returned to manufacturer.

Manufacturer narrative:
An event regarding revision surgery due to instability involving a triathlon insert was reported. The event was not confirmed. Device evaluation not performed as no items were returned. There have been no reported discrepancies for the referenced lot. There have been no reported events for the lot referenced. The exact cause of the event could not be determined because further information is needed.

Event description:
Patient was unstable and had pain on lateral side of knee. Scheduled appt. With new surgeon for evaluation. Revision was done. Removed and replaced femur and poly with ts femur and ps poly.